Manufacturer narrative:
The technician replaced the hose, tested the unit and confirmed it to be operational. The sterilizer was returned to service and no additional issues have been reported.

Manufacturer narrative:
A steris service technician inspected the amsco 600 sterilizer and found the water hose to their unit to be damaged. Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that the water hose to their amsco 600 sterilizer disconnected subsequently causing water to leak out onto the floor. No report of injury.